Manufacturer narrative:
(B)(4). Batch # r58156. Device evaluation: the analysis results found that the ntlc55 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the knife exposed and the proximal 42 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position. No functional test could be performed with it due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A batch history record review; a nc was created during the manufacturing of this batch but was not related to the event description. Additionally no defects related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an open ileocecal resection, the firing knob was broken off on the way of the 4th firing of feea on the colon. Before that, the firing knob did not move smoothly on an existing staple line. The firing knob of the device was removed with a forceps. No pieces were left inside the patient. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient.